Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected restart and external error three times. Customer's blood glucose level was 90 mg/dl. The customer had battery issues. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No alarms during test noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched l lcd window and cracked battery tube threads.